Manufacturer narrative:
Initial.

Event description:
It was reported that the charger failed to charge the ilet, with the charger indicator blinking green despite the user trying multiple outlets and confirming the cord was securely connected; a replacement was arranged. Symptoms included none. Outcomes included no impact on health and no alerts or alarms. Customer care provided support that included troubleshooting and user education performed remotely. Investigation of this case revealed a noncharging condition consistent with a suspected charger or charging pad hardware issue. It was concluded, based on previously established findings for similar reports, that the cause was likely a component malfunction within the charging system.